Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-06198. The pt's ((B)(6)) scs sys includes a percutaneous lead and lead extension. It was reported that the pt lost stimulation. Surgical intervention was undertaken to address this issue as a previously performed x-ray did not reveal any visible anomalies. Intraoperative testing revealed invalid impedance measurements for eight lead contacts. The pt's lead was replaced and stimulation was generated; however, when the new lead was intraoperatively tested in conjunction with the pt's existing lead extension, no stimulation could be produced. As such the physician replaced the lead and lead extension upon removal found visible anomalies with both devices.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.